Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d4: model no ¿ correction d4: serial no ¿ correction d4: lot no ¿ correction d4: UDI ¿ correction d9: device returned to manufacturer - additional d9: date device returned - additional e1: initial reporter telephone number - correction g3: date received by manufacturer - additional h2: additional information/device evaluation h3: device evaluated by manufacturer ¿ additional h6: type of investigation - additional h6: investigation findings - additional.

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.